Manufacturer narrative:
Complaint conclusion: as reported, after use of a 5f mynxgrip vascular closure device (vcd) and a 5f avanti+ introducer sheath the patient developed a bacterial infection in the puncture site. The entire hospitalization was six days. Hemostasis was achieved with the mynx device. The device deployed as expected. The device packaging was not compromised during storage. The packaging was opened in a sterile field and sterile technique was followed. The puncture site was sterilized prior to the procedure with a sterile antiseptic solution. The patient stayed in the hospital for five days after the infection was found. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The patient received prophylactic antibiotics prior to the procedure. The patient was under local anesthesia during the procedure. The procedure was performed as inpatient. The access site was cleaned/maintained post-procedure with a bandage with sterile gauze. The patient was not immunocompromised or had experienced a recent infection. The patient was not a smoker. The patient was not taking chemotherapy, steroid therapy, or tnf inhibitors. The mynx vcd was used in interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were thrown out before the puncture site became infected; therefore, they will not be returned for evaluation. Without the return of the devices for analysis or images for review, it is not possible to determine if the reported adverse event ¿infection¿ is related to the manufacturing process for either device. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product or packaging with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the mynxgrip vascular closure device is supplied sterile. Do not use if mynxgrip components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. (Mynxgrip)¿ and ¿sterile. Sterilized with ethylene oxide gas. Nonpyrogenic. Radiopaque. For one use only. Do not resterilize. Remove csi from package using sterile technique. Possible complications include, but are not limited to air embolism, infection, intimal tear, hematoma, perforation of the vessel wall, thrombus formation (avanti).¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, after use of a 5f mynxgrip vascular closure device (vcd) and a 5f avanti+ introducer sheath the patient developed a bacterial infection in the puncture site. The entire hospitalization was six days. Hemostasis was achieved with the mynx device. The device deployed as expected. The device packaging was not compromised during storage. The packaging was opened in a sterile field and sterile technique was followed. The puncture site was sterilized prior to the procedure with a sterile antiseptic solution. The patient stayed in the hospital for five days after the infection was found. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. The patient received prophylactic antibiotics prior to the procedure. The patient was under local anesthesia during the procedure. The procedure was performed as inpatient. The access site was cleaned/maintained post-procedure with a bandage with sterile gauze. The patient was not immunocompromised or had experienced a recent infection. The patient was not a smoker. The patient was not taking chemotherapy, steroid therapy, or tnf inhibitors. The mynx vcd was used in interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The devices were thrown out before the puncture site became infected; therefore, it will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, after use of a 5f mynxgrip vascular closure device (vcd) the patient was sent back because the puncture site became infected. The hospital sent the patient back to the lab for control, which delayed discharge. The device was not returned for evaluation. Infections resulting from invasive procedures are well known complications. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. The reported event could not be confirmed, and possible contributing factors could not be determined with the very limited information provided. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the IFU, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. The available information available does not indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative actions will be taken at this time. H3 other text : device not returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after use of a 5f mynxgrip vascular closure device (vcd) the patient was sent back because the puncture site became infected. The hospital could not let the patient go home, instead they sent it back to the lab for control. The device will not be returned for evaluation.